Manufacturer narrative:
The catalog number, lot number, and date of implantation are unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a 100% in-stent restenosis of a previously placed smart control self-expanding stent (ses) within a contralateral superficial femoral artery (sfa) lesion which was severely calcified. When treating the lesion, there was resistance midway through deployment of a 6mm x 120mm smart sfa ses delivery system. Further deployment was attempted, but the outer sheath broke off at the base and the outer sheath had to be directly pulled back to deploy the stent. However, the anterior side of the stent did not expand properly. A 3mm x 100mm non-cordis balloon catheter along with a 6mm x 200mm non-corids balloon catheter and a 4mm x 40mm non-cordis balloon catheter were all used to fully expand the 6mm x 120mm smart stent to complete the procedure. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. The delivery system was able to be removed easily from the patient. The separated outer sheath was able to be removed along with the delivery system. Additional information regarding the in-stent restenosis was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, h10 and h11. Complaint conclusion: as reported, there was a 100% in-stent restenosis of a previously placed smart control self-expanding stent (ses) within a contralateral superficial femoral artery (sfa) lesion which was severely calcified. When treating the lesion, there was resistance midway through deployment of a 6mm x 120mm smart sfa ses delivery system. Further deployment was attempted, but the outer sheath broke off at the base and the outer sheath had to be directly pulled back to deploy the stent. However, the anterior side of the stent did not expand properly. A 3mm x 100mm non-cordis balloon catheter along with a 6mm x 200mm non-corids balloon catheter and a 4mm x 40mm non-cordis balloon catheter was all used to fully expand the 6mm x 120mm smart stent to complete the procedure. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. The delivery system was able to be removed easily from the patient. The separated outer sheath was able to be removed along with the delivery system. Additional information regarding the in-stent restenosis was requested but was not provided. The device with the reported malfunctions was returned for analysis and evaluated under (B)(4). A second complaint was created for the previously placed smart control self-expanding stent, which reportedly had 100% in-stent restenosis ((B)(4)). For the device associated with (B)(4), the complaint reported by the customer as ¿stent delivery system (sds)~deployment difficulty¿ could not be confirmed because the device was returned fully deployed and the damages prevented a proper functional test. The complaint reported by the customer as ¿stent~incomplete expansion¿ could not be confirmed because the stent was not returned for analysis. The complaint reported by customer as ¿outer sheath~separated¿ was confirmed, because an outer sheath separation was observed on the returned unit. The elongations and fatigue torsion lines found on the material of the unit are commonly associated with separations caused by material tensile and twist overload. Therefore, it is assumed that the device was induced to a tensile and twisting force that exceeded the material yield strength prior to the separation. The reported ¿in-stent arterial restenosis¿ affecting the previously implanted smart device ((B)(4) could not be confirmed because images of these findings were not provided. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Potential hazards and side effects include but are not limited to: restenosis of the stented segment. Based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.